Manufacturer narrative:
Device not used on any patient. Problem noticed during incoming inspection.

Event description:
On (B)(6) 2025, one of sklar's distributors reached out to customer service regarding an issue with a hole in the sterile packaging of 1 ea of 96-2549 econo sterile¿ rochester-pean forceps, curved, 8 1/2" cs/50. This was noted on incoming inspection. The device was not used on any patient.